Manufacturer narrative:
The reported event of positioning failure could not be confirmed. Final analysis found the helix length and the button hole were within specification and no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for leadless pacemaker implant procedure. During the procedure, it was noted that the leadless pacemaker failed to fixate properly to the cardiac tissue. The procedure was completed using a transvenous pacemaker on (B)(6) 2024. The patient was stable.